Manufacturer narrative:
H4: the lot was manufactured between april 11, 2023 - april 13, 2023. H10: the actual device was received for evaluation. The sample did not contain fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The infusor sample was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion further described as "delivery delayed". After 48 hours of use, the bladder was still inflated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.